Manufacturer narrative:
(B)(4). On 10/08/2021 customer alleged cosmetic damage/crack on the pump along battery side. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (corner of belt clip rails), missing display window cover, cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, the pump was received with a cracked battery tube threads, broken reservoir tube lip, missing retainer and missing reservoir tube o-ring confirmed.

Event description:
Information received by medtronic indicated that the insulin pump had crack outside battery compartment, plastic panel above insulin pump display had came loose. No harm requiring medical intervention was reported. The device will be returned for analysis.